Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with clinical sales representative (csr). Csr confirmed that the surgeon was able to retrieve all broken pieces and verified via x-ray. The procedure was completed successfully. No site visit was conducted as the system was working properly and no additional action was required. The crocodile grasper instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the crocodile grasper instrument (part number: 478057-03, lot number: s10170623-0003) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument was used for 53 minutes. The instrument had 8 uses remaining out of 10 maximum uses. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument broke and fragments fell inside the patient during a da vinci assisted procedure. All fragments were successfully retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an unknown instrument broke and fragments fell inside the patient. The customer performed an x-ray to confirm all fragments were retrieved. The procedure was completed as planned with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (clinical sales representative) and obtained additional information: the affected instrument was a crocodile grasper (part number: 478059, lot number: s10170623 0003). The instrument was inspected prior to use and no damage was noted. The instrument was used for approximately two hours prior to the reported issue. The surgeon was lifting the liver to retract the gallbladder when the instrument broke and fragments fell inside the patient. Broken pieces were retrieved using a laparoscopic grasper instrument. All fragments were retrieved, and this was confirmed via vision side cart (vsc) and x-ray imaging. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure.